Event description:
During cataract extraction procedure, the patient moved resulting in a capsule tear and the inability to position the iol correctly. The iol was removed and another iol was placed in the sulcus.

Manufacturer narrative:
See MDR 1920664-2009-00307 for the delivery device used with this intraocular lens. Haptic positioning issue.